Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could be determined, however, the issue was likely due to device leakage during user handling, resulting in electronic component damage/failure. The event can be detected/prevented by following the instructions for use which state: ¿ inspection of the endoscopic image¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image signal with no error message on the evis exera iii bronchovideoscope. The issue was identified during preparation for use. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. There was a corrosion inside the plug unit which could have caused the issue and no error message was displayed during the inspection. Additional findings include the following: there was a leak due to key top 1 was incised and had cuts, the bending section cover glue was chipped, the connecting tube had a dent, the connecting tube protector was damaged, the up/down knob was scratched, the cable connector connection failed, the there was a low angle and knob play. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.